Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified mid right coronary artery. The 8mm x 3.00mm nc quantum maverick balloon was introduced and advanced to the target lesion. Upon first inflation, the balloon ruptured at 6 atms. The balloon was removed intact and the procedure completed with another of the same device. No patient complications were reported and the patient's status is good.